Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. A partial t1, the t2, and suture were returned on the needle. The t1 is fractured and missing its distal end. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 is deformed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s t1 implant failed to be implanted after the meniscus was puncture. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.